Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer passed away in a car accident due to hypoglycemia. It was stated that the customer was wearing the insulin pump at the time of accident. Nothing further was reported.